Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the patient received a tm patella on (B)(6) 2013 and was revised on (B)(6) 2014 due to the patient complaining of a swollen and painful right knee.